Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: (B)(6). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming due to lead migration. Additionally, the patient was having stimulation on a non-targeted area. All device components were explanted and not returned due to facility policy.